Event description:
It was reported the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the lead exhibited failure to sense. The physician removed and replaced the lead to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The event of failure to sense was not confirmed. The complete lead was returned for analysis. Electrical, visual inspection and x-ray analysis was normal with no anomalies found.